Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 360-361 mg/dl. Reportedly, the customer changed cartridge and infusion set prior to calling tandem technical support. No issues were identified with the pump supplies.